Event description:
This valve was explanted due to regurgitation. According to the op report, the patient had a diastolic murmur and "severe" aortic and mitral regurgitation confirmed by intraoperative tee. At explant, 3 to 4 mm of the sewing cuff was noted to be dehisced from the annulus between the left and right coronary sinus. There was no evidence of "obvious infection"; however, tissue cultures were sent for gram stain. The valve was replaced with sjm 25a-101, which was noted to "open and close normally". The patient was reported to have tolerated the procedure "remarkably well" and was in "stable" condition postoperatively.